Event description:
It was reported that the patient experienced a burning sensation around the top and behind her implantable neurostimulator (ins). The burning was intermittent and occurred when the patient moved around or rested on her back. Patient started "going downhill" after the burning started. The patient was reprogrammed with an increased voltage, but she is now "going downhill again." The problems started following swimming about a month ago which was strenuous. The patient had testing done and the device was "fine." Reprogramming did not help, they could get better programming for movement, but the other programs they tried made the patient walk worse. The patient also reported that they had surface numbness on their face, and that the wire that goes around their neck felt "tight." The patient compared it to a monkey hanging around her neck and the tightness seemed worse since her last adjustment. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3708660, serial # (B)(4), implanted: (b)(6 2012, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot # v984593, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot # v984593, implanted: (B)(6) 2012, product type lead. (B)(4).